Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor. The customer was issued an replacement device, but reported that due to delay in receiving replacement she experienced an adverse event. The customer did not have another method of monitoring glucose, and on (B)(6) 2021 , experienced seizure due to hypoglycemia. The customer was able to self-treat with bread and orange juice, and indicated she was okay after self-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor. The customer was issued an replacement device, but reported that due to delay in receiving replacement she experienced an adverse event. The customer did not have another method of monitoring glucose, and on (B)(6) 2021, experienced seizure due to hypoglycemia. The customer was able to self-treat with bread and orange juice, and indicated she was okay after self-treatment. There was no report of death or permanent injury associated with this event.